Manufacturer narrative:
The event occurred in united kingdom. It was reported that the hl20 displayed the error message: ¿no comm¿. No harm to any person has been reported. The reported error ¿no comm¿ indicates that there was no communication to the master (controls the din-bus) for more than 5 seconds as described in the service manual of the hl20. Since this error message could lead to an unintentional pump stop a report is required. A getinge field service technician will be sent onsite for further investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in united kingdom. It was reported that the hl20 displayed the error message: ¿no comm¿. No harm to any person has been reported. The reported error ¿no comm¿ indicates that there was no communication to the master (controls the din-bus) for more than 5 seconds as described in the service manual of the hl20. Since this error message could lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in UK. It was reported that the hl20 displayed the error message: "no comm.". No harm to any person has been reported. The reported error "no comm." Indicates that there was no communication to the master (controls the din-bus) for more than 5 seconds as described in the service manual of the hl20. According to the getinge field service technician the customer decided not to order any service visit since the error message was displayed once and was not displayed again at any later point. However the reported failure "no comm." Could be linked to the following most probable root cause according to the risk management file: arterial pump doesn´t start, unintended stopped or slowed down because of e.g.: - user error - communication error. The device in question was manufactured in 2010-02-25. The review of the non-conformities during the period of 2010-02-25 to 2024-05-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure "no comm." Could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.